Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that sixteen months after the dental implant was placed in ada site 12 of the patient's mouth, loss of osseointegration was noted in type ii bone..an abutment had been placed. Patient presented with a local infection, periodontal disease and insufficient bone quality/quantity. A bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that sixteen months after the dental implant was placed in ada site 12 of the patient's mouth, loss of osseointegration was noted in type ii bone..an abutment had been placed. Patient presented with a local infection, periodontal disease and insufficient bone quality/quantity. A bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.